Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally entered in an incorrect personal profile setting into the pump. Tandem technical support guided the customer through removing the incorrect profile settings. Customer's blood glucose was 206 mg/dl. Reportedly, the customer forgot to deliver a bolus for breakfast.